Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: - h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a 'localizer fault' error was received. The camera had amber light. There was no patient involvement.

Manufacturer narrative:
H3/h6 - evaluation of the returned camera 9735821r lot#p902452 found that a check of the event log showed intermittent firmware inco mpatibility dating back to may 2020 and intermittent illuminator current low dating back to aug. 2022. There was also a battery voltage low message along with a position sensor error. The psu failed an accuracy test (aak) at 0.677mm with a passing threshold of 0.250mm. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.